Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, and since error code e315 was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, it is probable that water invaded the scope connector while the user was handling the device which led to abnormality of electronic parts. Based on the results of the investigation, it is likely error code e216 occurred due to damage on the charge-coupled device. However, a definitive root cause could not be determined. Based on the results of the investigation, it is likely image noise and the image cannot be seen occurred due to damage on the scope connector. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): error code e315: ¿- inspection of the endoscopic image - when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ error code e216: ¿- inspection of the instrument channel - when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ image noise/no image: ¿- inspection of the instrument channel - when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: scope connector has corrosion due to water leakage. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had err e315 when scope plug in during preparation for use. During inspection and evaluation, due to damage on the controlled coupled device (ccd) unit, e216 (scope communication error occurs, and due to damage on the scope connector, image noise occurs, and the image cannot be seen. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.